Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event date used was the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).